Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a female patient underwent hip arthroplasty revision due to pain and infection.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable.